Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug eluting stents were implanted in the lad. On the same day, post procedure, patient suffered myocardial infarction. The cec assessed event as non-q-wave mi target vessel (lad). The cec has adjudicated that this is an event.